Event description:
The customer reported to baxter (B)(4) of one (1) catheter ext set-japan onlymicobore 2 adapter y-junction in which the tubing separated from the y junction during patient use. There was patient involvement but no patient injury or medical intervention was reported. The actual sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer returned an actual sample for an evaluation. A visual inspection was performed and found tubing separated from y-junction. The cause of this recondition was not identified. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).